Event description:
On (B)(6) 2005- a dental implant was placed in tooth location #%. Subsequently the patient was experiencing pain. On (B)(6) 2005- the implant was removed from the patient's mouth. On (B)(6) 2005- the clinician was contacted. He stated the implant was well integrated over five years. The implant was removed because of pain. The patient has already been reimplanted and is doing fine.